Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs), alleging that her one touch ultramini meter was prompting an "er5" message. The complaint was classified based in the customer care advocate (cca) documentation. The patient reported that the alleged error message began to appear on the evening of the day before. Per the one touch ultramini owner's booklet, this error message indicates that the meter detected a problem with the test strip. The cca documented that the patient manages her diabetes with insulin; however, the patient denied taking any action regarding her diabetes management as a result of the issue. On the afternoon of original date, the patient claimed she became shaky. In response to the symptoms, she stated that she treated self with food. At the time of troubleshooting, the cca noted that the issue remained unresolved when the patient tested with a new vial of test strips. Replacement products were sent to the patient. This complaint is being reported, because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.